Event description:
It was reported that a physician's handheld computer was frozen on the alignment screen. The physician was using the provided stylus and performed a hard reset of the computer. However, after about ten attempts at troubleshooting, the computer would not advance past the alignment screen. The physician also attempted to clean the very edge of the computer screen between the screen and plastic portion of the handheld portion, as a sometimes dirt or particulates can affect the alignment of the screen. However, this troubleshooting still did not resolved the problem. No pt is suspected to be involved, but it has not been confirmed to date. No additional info has been provided thus far. The product is being returned to the MFR for product analysis, but it has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.